Event description:
It was reported that bd vacutainer® flashback blood collection needle holder was not fixed properly and the needle was ejected. This was discovered during use. The following information was provided by the initial reporter: on september 10, 2019, the nurse collect venous blood from the patient by connecting the disposable venous blood collection device with the needle holder. The needle holder was not fixed properly, and the needle was ejected, and the blood collection failed, leading to the patient's re-venipuncture and blood collection.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® flashback blood collection needle holder was not fixed properly and the needle was ejected. This was discovered during use. The following information was provided by the initial reporter: on (B)(6), 2019, the nurse collect venous blood from the patient by connecting the disposable venous blood collection device with the needle holder. The needle holder was not fixed properly, and the needle was ejected, and the blood collection failed, leading to the patient's re-venipuncture and blood collection.